Event description:
It was reported that the patient had a stage 1 dbs procedure with lead caps used over the leads. The hcp followed the new instructions in using the lead caps, holding the nut between the thumb and forefinger, tightening until there was light pressure, then a quarter turn. The lead was then tunneled under the skin to behind the right ear. The next day during the stage 2 procedure the hcp removed the lead cap and noticed that the left lead looked a little damaged on the end. It was noted that it looked like the plastic coating was peeling off. The lead was connected to the extension and ipg and an impedance test was performed and was ok. It was reported that to the reporter¿s knowledge, the patient had a satisfactory result, there was no injury, and the patient recovered fully.

Manufacturer narrative:
(B)(4). ¿potential lead damage associated with the dbs lead cap¿ february 2013.